Event description:
Procedure: resection. According to the rptr: the device did not produce sufficient circular seam row. A new instrument was used to re-resect with following protective stoma. Operative time was extended by more than thirty minutes. There was unanticipated loss of vascular tissue. The surgeon extended the incision more than one inch to change from an endoscopic procedure to an open procedure.

Manufacturer narrative:
(B)(4).